Manufacturer narrative:
Eval was not possible as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and compliant history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of pain. Found loosening of the patella.